Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome. The reason for call was pt said ever since they had an MRI, they think their ins was messed up. Pt said they had been having trouble ever since. Pt was having a hard time articulating exactly what was going on and needed the device description/function explained to them. Pt confirmed that they were feeling their stimulation (pt in group a,program 3 at 1.4, program 4 at 2.9). Pt said that yesterday they drove and by the time they stopped at the market, they could not walk to get in the house because their pain would not go away. Pt mentioned that when they first got their ins, they were only using it for 15-20 minutes and think maybe that was why it was not working for them. Pt inquired on how often they could use the ins which patient services (pss) reviewed. Pss also redirected pt to healthcare provider (hcp) and manufacturer representative (rep)  for further programming assistance. Pt mentioned that hcps should have more training on the devices so they can assist pt's when rep is not present. Pt mentioned that they cannot walk/move well and needs to use a walker.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported once the patient got an appointment, the device was working. It was reported the patient did not received proper instruction and they just weren't using it properly. It was noted the pain was getting better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.